Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Review of the transmission revealed, the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were discussed, no intervention has been performed. The patient had no consequences.